Event description:
Vent was alarming, there was an unfamiliar high pitched alarm along with the normal alarm. When the nurse went into the room to look at the vent, the vent was reading that shut down was imminent. Patient was immediately removed and vent was shut down. Patient was tolerating being off niv-nava very well so md was contacted to see if the patient could be put on a high flow nasal cannula instead. Patient was placed on 2l at 21%.